Event description:
Per the clinic, the surgeon experienced difficulty when attempting to remove the abutment in order to exchange it for a longer one. The decision was made to explant the device. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4)